Event description:
It was reported that the patient was admitted to the hospital for acute decompensated heart failure. The patient's hospital course was notable for episodes of wide complex tachycardia (Supra Ventricular Tachycardia (SVT) with Left Bundle Branch Block) with successful Atrioventricular Nodal Reentrant Tachycardia ablation complicated by dislodgement of the Right Atrial (RA) lead. The lead was subsequently capped and replaced. Following the RA lead replacement, the patient developed a new pleuritic chest pain, multifocal Premature Ventricular Contractions (PVC), and pericardial effusion complicated by lead-related perforation. The patient was in the Intensive Care Unit (ICU) for approximately one day. An echocardiogram showed a small pericardial effusion and ectopy improved with an increase to the patient's pacing rate. Shortly thereafter, the old dislodged RA lead, now in the right ventricle, induced Ventricular Tachycardia (VT) which was treated with high voltage therapy. The patient was brought back to the ICU reiterating pleuritic chest pain and pain/discomfort from the therapy. It was discovered that the new RA lead became micro-dislodged with poor, intermittent sensing, under and diminished sensing, and non-capture. The patient was brought back to the electrophysiology lab to iatrogenically dislodge the old RA lead from the right ventricle into the inferior vena cava. The new RA lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: 6935M62 Lead; implanted (b)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.